Event description:
It was reported that minor damage (minor scratch) was found on the product packaging during inspection. Involved 24 pcs. No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned 24 units of 528235 visistat 35w 6/box for investigation. The returned units were unopened samples in original packaging. The packaging of the returned units were observed to be damaged, with cracking near the tip of the devices where the staples are ejected. The sterile barriers of the returned sample is compromised due to the packaging damage. A CAPA was opened to further investigate this issue. Root cause is identified in the CAPA. Dimensional inspection was not required as a part of this complaint investigation. Functional inspection was not required as a part of this complaint investigation. Additional testing was not required as a part of this complaint investigation. Per DHR the product visistat 35r 6/box lot # 73d2200203 was manufactured on 04/08/2022 a total of 15,000 pieces. Lot was released on 05/03/2022. DHR investigation did not show issues related to complaint. The sterile barriers of the returned samples are compromised due to the packaging damage. The reported complaint of broken package - sterility compromised was confirmed based upon the samples received. Visual examination of the returned samples revealed that the packaging is damaged to the point of compromised sterile barriers. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.